Event description:
Resident seated on raised toilet seat. Raised toilet seat is older style that sits into bowl without attachment points. Toilet seat shifted; and resident and raised toilet seat fell off toilet. Resident hit head, causing laceration to forehead; sent to ER for eval. Resident returned with 4 staples to laceration. Raised toilet seat discarded immediately to prevent further use.